Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 500mg/dl. The mother stated that the customer was treated her site infection and released three days later. No further information was provided.